Event description:
It was reported that during patient use, a ventilator generated an error message which caused the need to place the patient on an alternate ventilator. There was no harm to the patient reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility, it was found that the facility biomedical engineer replaced the graphic user interface (gui) printed circuit board (pcb). A covidien customer support engineer (cse) installed the current software revision. The ventilator then passed performance verification testing.